Manufacturer narrative:
The referenced report of patient's admission to hospital for dyspnea, elevated ldh and pump exchange is covered under medwatch MFR# 2916596-2017-00325. (B)(4). Approximate age of device ¿ 4 years and 3 months.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's' investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient presented to the ER on an unspecified date with dyspnea and elevated lactate dehydrogenase in the 5000 u/l range. System controller history interrogation revealed pump off alarms. The lvad clinician was unable to reproduce the alarms; however, it was reported that there was an area of ¿fatigue¿ at the distal end of the driveline near the system controller. There was no reported adverse patient impact for the pump off alarms. Internal x-ray images revealed two areas of concern. On (B)(6) 2017, the patient received a pump exchange for declining hemodynamics.

Manufacturer narrative:
(B)(4). Review of the submitted system controller log file and the log file downloaded from the returned system controller confirmed the reported pump stoppages; however, a specific cause for the abnormal pump operation could not be conclusively determined based on the evaluation of the returned portions of the percutaneous lead. The evaluation of the returned pump confirmed the presence of thrombus on the inlet bearing ball, on the rotor, and in the outlet stator. While the observed thrombus formations found in the pump appeared large enough to have potentially caused a cessation of the motor, the two low speed/pump stoppage events captured in the log file appeared more consistent with a potential percutaneous lead (lead) wire compromise. The low speed/pump stoppage events recorded on (B)(6) 2017 were not associated with any pump power elevations as would be typical of a pump stoppage caused by thrombus in contact with the rotor. Both interruptions in pump function occurred prior to the notable increase in pump power captured toward the end of the log file from (B)(6) 2017 22:26 onward. Moreover, both pump stoppages were transient in nature and occurred shortly after the patient connected to the power module, providing further evidence of a potential short-to-shield condition. The pump was returned assembled with the percutaneous lead (lead) severed approximately 1 inch from the pump housing and two additional segments measuring approximately 4.5 and 23 inches in length were also returned. The outer silicone sleeve and clear bionate layers of the returned portions of the lead showed no areas of damage. Electrical continuity testing of all three returned lead segments revealed that all wires were electrically intact. Upon removal of the outer silicone sleeve, the metal braided shield of the returned portions of the lead appeared unremarkable except for some shield breakdown on the distal end portion of the external lead segment, approximately 6 inches from the metal connector. Microscopic inspection of the underlying wires did not reveal any areas of compromised wire insulation or damage to the inner conductors along the lengths of the returned lead segments. The returned portions of the lead were suspended in a saline bath for high potential testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The evaluation of the returned portions of the lead did not reveal an issue that would have contributed to the reported pump stoppages; however, approximately 9.5 inches of the percutaneous lead was not returned for analysis and a potential wire compromise on that portion of the lead could not be determined. X-ray images of the internal and external portions of the lead were examined and showed an area on the internal portion of the lead several inches from the pump housing where it appeared to be thinner and slightly darker than the surrounding lead, indicating a potential area of breakdown of the metal braided shield. A potential wire compromise could not be determined based on the evaluation of the submitted x-ray images. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.